Manufacturer narrative:
(B)(4). Date sent: 04/19/2016. (B)(4). The analysis results found that the er320 device was returned with 2 clips jammed in the jaws; the clips were removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it ejected the remaining 18 clips. In addition, the lockout and anti-backup mechanisms were found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported; the anti-backup lever worn out and the handle post was noted to be broken, it is known from the history of the device that the handle post broken may lead to ejected clip. No conclusion could be reached as to what may have caused this condition. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed. A cholangiogram was not performed with the case. Another like device was used to complete the procedure. There were no adverse consequences for the patient.